Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the pts ins had slipped in placement. When asked for an event date, the pt said it was gradual but they really noticed it when they lost weight. The pt noticed at the beginning of the pandemic in april a year and a half ago or so ago. No symptoms were reported.